Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient wanted to meet a manufacturer representative to have their device reprogrammed. It was noted that most of the swelling had gone but only one program out of the five seemed to work. It was noted that the other programs worked but didn¿t cover the area the patient needed the most. It was noted that the patient had a medication check-up the day after the report because of an emergency surgery they had on their knee a week and a half prior to the report. The patient was unsure if it was the way they were laying and couldn¿t get out of the bed but the stimulation wasn¿t covering the same. It was noted that ever since then the patient could only get one program to work for their hip and lower back. It was noted that the other programs went more into the legs and stomach which was the opposite of where the patient needed it. It was further reported that the patient received assistance from a manufacturer representative on (B)(6) 2014 and their concerns were resolved.